Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine 5 mg/ml at 0.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. During an implant procedure, the stylet was difficult to remove from the catheter and would not stay seated in the proximal end to allow the physician to steer, it kept slipping. The surgeon met resistance while steering the lead through the needle and through the intrathecal space. The surgeon attempted to slid the stylet back slightly and re-seat it into the proximal end of the catheter, but it would not stay. It kept slipping away. The stylet was also kinking while the surgeon was trying to steer. The surgeon wanted a new spinal segment without all the tension and bends. The spinal segment was removed and replaced with an 8781 ascenda intrathecal catheter. The 8781 slid in easily without trouble. The pump segment from the 8780 ascenda intrathecal catheter was used to connect into the pocket. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis found catheter body damage occurred to catheter body and/or guidewire during implant procedure. Analysis found bending at several locations on the guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.